Event description:
Complainant alleged that during inservice training by facility staff the device took 20-30 seconds to power up the display and the display was missing the ECG baseline. The complainant indicated that there was no pt involvement in the reported failure.